Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (25mg/ml at 3.256mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019 and the pump had been going in and out of motor stall since then. The pump off password was requested. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-mar-12. It was reported that it was undetermined if any surgical intervention had occurred related to this event.